Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the lower case was broken, both bail covers were broken, the ring cover was contaminated, the battery contacts were compressed and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the external pulse generator (epg) would not capture. The epg was returned for repair. There was no patient involvement.